Event description:
It was reported that the device was under infusing during testing. There was no patient involvement reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. All tamper seals were intact, and no external damage was observed. A review of the event history log was unable to confirm the reported event. Flow accuracy testing of the device was performed, which confirmed the reported event. The device's delivery accuracy was running at three different tests. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.